Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was maintaining 33c in an arctic sun device. The patient was above target but was now 31.8c. They wanted to know if they were missing anything. The patient was on buspar, tylenol, fentanyl and propofol. Water temperature (wt) was 42c, flow rate (fr) was 2.4lpm and good pad coverage. Pti in middle. Explained device was responding appropriately. Explained how different medications could affect patient temperature. Water was warm and flow was good. Suggested continuing to monitor temperatures and call back if needed. Device was responding appropriately and no additional calls. Per follow up information received via phone on 05jan2024, spoke with nurse who confirmed once medication stabilized, patient completed therapy without further issue. They stated that medications were given for shivering as well as for protocol. Device has remained in service.

Event description:
It was reported that the patient was maintaining 33c in an arctic sun device. The patient was above target but was now 31.8c. They wanted to know if they were missing anything. The patient was on buspar, tylenol, fentanyl and propofol. Water temperature (wt) was 42c, flow rate (fr) was 2.4lpm and good pad coverage. Pti in middle. Explained device was responding appropriately. Explained how different medications could affect patient temperature. Water was warm and flow was good. Suggested continuing to monitor temperatures and call back if needed. Device was responding appropriately and no additional calls. Per follow up information received via phone on 05jan2024, spoke with nurse who confirmed once medication stabilized, patient completed therapy without further issue. They stated that medications were given for shivering as well as for protocol. Device has remained in service.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the patient was maintaining 33c in an arctic sun device. The patient was above target but was now 31.8c. They wanted to know if they were missing anything. The patient was on buspar, tylenol, fentanyl and propofol. Water temperature (wt) was 42c, flow rate (fr) was 2.4lpm and good pad coverage. Pti in middle. Explained device was responding appropriately. Explained how different medications could affect patient temperature. Water was warm and flow was good. Suggested continuing to monitor temperatures and call back if needed. Device was responding appropriately and no additional calls.